Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically repositioned due to noise with oversensing, which had resulted in inappropriate shock delivery. The physician denied any lead dislodgement, however it was noted that the rv lead was originally implanted close to the valve and a previously abandoned defibrillation lead. This rv lead remains in service. No additional adverse patient effects were reported.